Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #2r; 5517f202 ; axn8j tritanium bplate triathlon s3; 5536b300 ; ctd13893 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
Infected total knee. "Removal of implants."